Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The trilogy evo device was evaluated by a philips service engineer. During the evaluation of the device, the device log files were successfully downloaded and reviewed in full. The manufacturer confirmed that a ventilator inoperative error resulted from corrupted data within the eeprom on the system/cpu assembly. To correct the condition, the system pca (printed circuit assembly) was replaced. Since damage was confirmed, the internal battery door was also replaced. In addition, not related to the reportable malfunction, the air inlet foam filter, particle filter, and muffler assembly were replaced as part of preventative maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.